Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l57664, implanted: (B)(4) 1998. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Event description:
It was reported that the patient had acute withdrawal symptoms over the weekend and on (B)(6) 2013. The pump was interrogated and it was noted that nothing was found on the pump logs to indicate a pump stall. It was noted the patient was given oral medications and was feeling ¿better¿. Troubleshooting options were discussed. The pump was being used to deliver clonidine and dilaudid. Additional information received reported that the cause of the event was unknown. The patient had a recurrent headache, which was why the pump was implanted. The patient also had a ¿runny nose¿. The patient underwent a nuclear medicine study which showed the delivery of medication to the cerebrospinal fluid (csf), thus no pump stall was found. The patient did not require hospitalization and it was reported that the symptoms resolved.